Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The caller stated that the insulin pump had been sounding low battery alerts for 2 days, and she stated that she and the customer changed the battery. The caller stated that the school nurse attempted 3 battery changes, but the insulin pump would not power back on. She stated that she also tried 3 battery changes, which also did not resolve the issue. The customer's blood glucose was 253 mg/dl or 453 mg/dl; it was unclear which was the correctly reported blood glucose. The caller indicated that no serious injury or hospitalization resulted from the event. She observed corrosion at the battery compartment's spring. The caller was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. The caller agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was received with normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. No unexpected low battery alarm noted. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. No piece of paper in the battery cap noted.